Event description:
Health care facility reported that a tegaderm chg dressing was applied to a dialysis catheter on a pt and the pt developed a creamy looking substance with redness and skin irritation under the gel pad. The facility reported that the line was removed and a wound culture was done, the results were negative for bacteria and fungus. The facility reported that topical antibiotic was used and no further medical care was required. The facility reported that the area healed.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.